Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Customer administered a correction injection to address the bg. The customer reverted to an alternate method of insulin therapy.